Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power up) was confirmed. As received, the monitor would not power up. Upon evaluation, there was contamination on computer analog board and defibrillator board in the monitor. The cause of the failure is the contamination. The root cause of the contamination is ingress of an unknown substance. No adverse event resulted from the defective monitor. Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (will not power on a monitor) was confirmed. As received, the battery packs were unable to power on a monitor or charge. Upon evaluation, the batteries had an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause of the excessive current was likely due to the defective monitor. No adverse event resulted from the defective battery packs.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not power on. A us distributor also reported that battery packs sn (B)(4) were unable to power on a monitor.